Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump sound was also very low and could not hear it at all. The customer stated that insulin pump had no delivery alarm and lots of priming request . Customer reported that batteries ran out quickly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly or audio or vibrate anomaly were noted. Device passed rewind test and basic occlusion test. Device failed prime/a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test due to prime anomaly. (B)(4).